Event description:
On (B)(6) 2024 it was reported by a sales representative via email that on (B)(6) 2024 an ar-3638-1 knotless fibertak¿ would not reduce to pull through the knotless mechanism. The surgeon had to cut the sutures and remove the anchor by drilling it out. The case was completed successfully through the use of another anchor (ar-3636). There was case involvement. 12 april - received updated info/ answers to questions from sales rep.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.